Event description:
It was reported that the zimmer electric dermatome ran inconsistently, with irregular power and was noisy. It was noted that the handle became hot. It was also reported that the initial graft harvest produced only small pieces of skin, not a continuous sheet of tissue, which resulted in the need to harvest an additional amount of donor tissue. The additional tissue harvest was completed with an alternate dermatome. The reporter estimated the surgical procedure time was increased by 30 minutes. However, no medical or surgical intervention was reported as a result of the increased surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 3 years old and has not been returned to the manufacturer for repair since purchased. The inspection found the unit displayed a nick in the strain relief and a worn neck of the unit. The motor ran erratically, ran at a speed below specifications and became warm after use. The erratic motor and running at a speed below specification may have contributed to the reported event. The motor has been forwarded to the manufacturer for further analysis. A follow up report will be submitted when the manufacturer's analysis has been received. The device was serviced and returned to the customer.